Event description:
The customer reported there was a problem with the power supply cable. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the cables, cable fasteners and monitors. The system operates as intended.